Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21210. It was reported the patient experienced weakness in his right leg and had difficulty walking post-implant. Similar symptoms were experienced by the patient prior and during the scs trial. The patient's symptoms have reportedly improved following rehabilitative care.